Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. There was no known impact to the customer's blood glucose (bg) level. A system check was about to be performed using fill tubing but the customer unintentionally restarted the load sequence leading to a valid minimum fill alert. Due to the customer not having a cartridge with them at the time, troubleshooting could not be performed. The customer was to load a new cartridge onto the pump and a follow-up call to ensure the occlusion alarm issue was resolved was declined.